Manufacturer narrative:
Continuation of concomitant medical product(s): lnq11 icm, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity alert was triggered. Elevated short v-v intervals over approximately two years were also noted. Additionally, right atrial (ra) lead oversensing was identified via remote transmission. A chest x-ray ruled out dislodgement of either lead. In-person interrogation revealed atrial and ventricular oversensing in the bipolar configuration and atrial oversensing in a unipolar configuration. Noise was also noted on both the rv and ra leads. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.